Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase of thresholds and high impedance. Reprogramming occurred and the rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.